Manufacturer narrative:
The beckman coulter field service engineer (fse) evaluated the instrument and a found loose fitting on deionized water valve of the bubble generator assembly. Fse tightened the fitting to resolve the issue. (B)(4).

Event description:
The customer reported a leak from the cartridge chemistry reagent probe b on the unicel dxc 600i synchron access clinical system. The leak was contained to the instrument. The customer was wearing gloves and a lab coat. No reports of injury or customer exposure. No erroneous patient results were generated.